Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states. The patient reported kinked cannula incident that occurred on (B)(6) 2024, which resulted in both an emergency room visit and subsequent hospitalization. The patient was found to have high levels of ketones. At the time of the incident, the infusion set had been in use for 3 days. During their hospital stay, the patient received intravenous treatment, including saline fluids. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.